Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating a ¿proximal pressure sensor autozero failed ¿ 110b¿ alarm condition. There was no patient involvement at the time the issue was identified. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported issue. Diagnostic activities were performed, during which the recommended repair procedure for alarm code 110b was reviewed with the customer. It was advised that if the pins between the autozero solenoids were properly seated, replacement of solenoids 3 and 4 would be required. The customer requested for bench repair.